Manufacturer narrative:
A sample has not been returned for evaluation. No lot number was identified with this complaint; therefore, the device history record for this complaint could not be reviewed. A final determination of whether or not a product malfunction occurred will be made at the conclusion of the investigation after the sample has been evaluated. A root cause has not been identified. (B)(4).

Event description:
A nurse reported that a knife would not cut during surgery. There was no patient harm reported. Additional information has been requested.